Event description:
Edwards learned of a valve-in-valve procedure to correct a failing aortic pericardial valve. The patient had undergone a transcatheter valve-in-valve intervention to correct a failing bioprosthetic valve due to aortic stenosis (eoa.98). The initial 21mm pericardial aortic valve had been implanted for a duration of approximately three (3) years and (4) months. The initial 21mm aortic pericardial valve was disabled by implant of a transcatheter sapien xt. The patient outcome was reported as good.

Manufacturer narrative:
This device is not available for return and evaluation because the device remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received and attempts to get additional information regarding the condition of the device at the time of the procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for aortic regurgitation and stenosis of this device remains indeterminable. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.